Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aortic neck has disease progression resulting in dilatation of the aortic neck. It was also reported that it is possible that the stent graft may have been undersized at the time of implant. A recent CT demonstrated a proximal type I endoleak. The physician implanted a 30x28 talent cuff, however, the endoleak did resolve, (see MFR # 2953200-2010-02171), therefore, the physician implanted a 28x40 aneurx cuff. The endoleak decreased, however, was not completely resolved, and the physician elected to monitor the pt. No further intervention was done. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (disease progression resulting in dilatation of the aortic neck). Conclusions: (disease progression resulting in dilatation of the aortic neck).